Manufacturer narrative:
On march 7, 2019 immucor technical support used a remote electronic connection method to review test records from the relevant run on the neo instruments serial number (B)(4). Review of the event log for both instruments show no errors during test event and review of the roi's for both test plates show that the roi's were not misaligned. On march 8, 2019 an immucor service technician inspected neo instrument serial number (B)(4) and performed an unexpected reaction checklist and the instrument was found to be operating within specifications. The internal immucor record for this event is MDR (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative screen results using capture-r ready-screen 2 on the neo instrument.